Event description:
It was reported to tyco healthcare/ kendall that a customer had a problem with a dialysis catheter. The customer reports palindrome catheter had a cracked adaptor the catheter was exchanged on a separate day, requiring an additional procedure.

Manufacturer narrative:
Submit date: 08/20/2008. An investigation is currently underway. Upon completion, the results will be forwarded.